Event description:
It was reported that during a da vinci s surgical procedure, the site experienced a loss of vision on the right video of the high resolution stereo viewer (hrsv). The 2d signal was on and the led indicator was lit. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No additional information was provided. No patient harm was reported.

Manufacturer narrative:
An investigation conducted by the field service engineer found the customer reported problem to be associated with the digitizer. The digitizer converts the analog video images recorded by the camera into a digital format, so that it can be transmitted over the fiber-optic cable and combined with other images. The system was repaired by replacing the affected digitizer. As of march 20, 2009, there have been no reported recurrences of the issue at this hospital.